Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a red x and is intermittently "unusable." There was no report of pt involvement.